Event description:
The surgeon was removing a femoral nail as the patient's fracture had healed. While removing the nail the surgeon encountered great difficulty. He forced to pull it out and he felt the point where resistance from the nail suddenly disappeared. Post-op x-rays showed re-fracture of the femur.